Manufacturer narrative:
Unit passed the displacement test, self-test, basic occlusion, unexpected restart error test, off no power test, and excessive no delivery test. Unit alarmed compromised force sensor system during prime/compromised force sensor system test at 4 lbs. Due to moisture damage on the force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, and scratched case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. Insulin was squirting out during the manual prime process. The customer was unable to exit the preparing to prime loop. Customer's blood glucose level was 99 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.